Manufacturer narrative:
Results: foot board and motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan and foot boards cracked, need replaced. No pt involvement or adverse consequences are reported.